Manufacturer narrative:
A review of the device history record and lot history for the lot revealed no related issues to this complaint. The device was received with the forming mandrel loaded in the distal tip in the original opened pouch with product label. Residue was present on the device to indicate use. A visual evaluation found that the working length was twisted and bent and exposed cutting wire appeared burnt/blackened. Since the product is 100% inspected during manufacturing, the twist/bend in the working length is likely due to the customer usage/handling. Also, the paint on the wide green band at the distal tip appeared to be chipped/scratched and epoxy near the proximal ro marker appeared to be flaking from the usage and is not related to the reported malfunction. A functional evaluation found that the device would bow past 90 degrees which meets the minimum bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire measured approximately 17 ohms which meets the cutting resistivity specification of less than or equal to 20ohms. The customer complaint could not be confirmed; product analysis found that the device functioned as intended. Hence, based on the investigation, the most probable root cause is operational context.

Event description:
Boston scientific corporation was informed that the physician experienced difficulty cutting with the stonetome stone removal device, compared to past experiences. No patient complications were reported.